Manufacturer narrative:
The returned device was evaluated and no damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or failure to deliver insulin. Inspection of the fluid path components and bottom housing found no damages or deficiencies that could contribute to skin irritation at the infusion site. The cause of the reported skin condition irritation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels rose up to 280 mg/dl, while wearing the pod on the abdomen between 25 ad 36 hours. Insulin was noticed to be leaking out. The patient mentioned visiting the neurologist due to nerve damaged caused by the hyperglycemia. No further information was provided on this event.